Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent cystoscopy due to cystocele and anterior vaginal prolapse, and sui. It was reported that patient underwent mesh removal and cystoscopy on (B)(6) 2013 for pelvic pain and mesh complications. It was reported that patient underwent mesh removal and removal of an impacted vaginal foreign body on (B)(6) 2013. It was reported that patient underwent a procedure for lysis of adhesions, erosion of vaginal mesh and recurrent uterine prolapse on (B)(6) 2013. It was reported that patient underwent excision of vaginal mesh and cystoscopy for erosion of mesh on (B)(6) 2010. It was reported that patient underwent urodynamic cystoscopy, b/l retrograde pyelogram for vaginal prolapse on (B)(6) 2009 for vaginal prolapse and cystocele.

Manufacturer narrative:
(B)(4): it was reported that patient underwent cystoscopy, colposcopy and excision of eroded vaginal mesh on (B)(6) 2014 due to eroded vaginal mesh, chronic pain and cystocele, grade 2. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh removal, cystoscopy and colposcopy on (B)(6) 2014 due to eroded vaginal mesh, chronic pain and cystocele grade 2. No additional information was provided.